Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used in the esophagus during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a non bsc device was introduced over the amplatz super stiff guidewire. It was then noticed that the core wire was broken. The procedure was completed with a new amplatz super stiff guidewire. There were no complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.